Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a lead revision due to normal eri change out. The lead was planned to be capped due to r-wave decrease. The patient was not in good health, with hear failure symptoms. It was decided to postpone the procedure due to patient's vein occlusion. The patient had a successful lead revision during generator change out at a later date.